Event description:
Per the clinic, the patient experienced infection around the implant site, and the issue could not be resolved. The device was explanted on (B)(6) 2012. There are plans to reimplant the patient with another device, but this has not occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. Correction: the correct catalog # is 92127; not 92126 as previously reported. Correction: the correct implantation date is (B)(6) 2012; not (B)(6) 2012 as previously reported. The device is not available for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).